Event description:
In april 2003, the pt reportedly was seen at the center. The pt had an infection (etiology unknown). The surgeon planned to explant the device. However, these plans were cancelled. In 2003, the pt's device was explanted. The pt was reimplanted with another clarion device on the contralateral side.